Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient was reportedly at home sleeping at the time of the event. The patient's father and ems attempted CPR. Review of the event indicates that the patient experienced a-flutter at 10-30bpm which degraded to asystole at 03:02:52am on (B)(6) 2018. Asystole is considered a non-life sustaining rhythm. The lifevest then delivered eight shocks during asystole. Intermittent cardiac activity and oversensing of low-amplitude cardiac activity contributed to the detection. The patient remained in asystole and the electrode belt was disconnected at 5:46:34am.